Event description:
It was reported that pump battery depleted too quickly and caused pump to shut down, which led to customer¿s blood glucose reading as ¿high¿ with specific value unknown. There was no reported need for third-party medical assistance. Customer performed a corrective insulin injection with multiple daily injections and resumed insulin delivery after shutdown. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.